Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that a color chip failure error occurred preventing the monitor from going into 'operate mode'. The device was not changed our for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to a patient as a result of this event.